Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as healthcare professional reported that serial numbers of external neurostimulator and lot numbers of lead remains unknown. Patient was implanted with interstim on (B)(6) 2017. No information reported for intervention to take to resolve the issue. Patient's weight was reported.

Manufacturer narrative:
Updated manufacturer ID on the unknown lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4). Evaluation code pertains to unknown lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported that she experienced a lot of pain at incision site. It was unknown if issue was resolved at the time of the report. Patient status was noted as alive, no injury. Patient had advance evaluation (ae) trial. A trial patient reported they had tugged the wire on accident, but was able to reset stimulation and everything was working. It was noted the issue was resolved at the time of report. The patient began the trial on (B)(6). Additional information from the patient reported she had experienced ¿crazy irritable bowel syndrome episodes¿. The patient expressed concern about a lead migrating. The patient stated she felt stimulation originally closer to the groin and then she felt it closer to the thigh. The indication for use is unknown. There were no further complications that have been reported as a result of this event.